Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a hole was burnt through the instrument main tube and part of the tube extension, indicating that arcing had occurred. A hairline crack was also found on the distal end of the main tube. Based on this discovery, engineering concluded that the instrument arced during the surgical procedure and the source of the arcing most likely originated from the crack found in the main tube. No other damage was found.

Event description:
It was reported that during the surgical procedure the surgeon noticed an unusual burning smell coming from the monopolar curved scissors instrument. The surgeon performed a visual inspection of the instrument and a small hole in the shaft of the instrument was observed. The instrument was removed and the planned surgical procedure was completed with a replacement instrument of a different type. No patient harm, adverse outcome or injury was reported.